Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-mar-2016, an fse arrived at the site to address the reported event. Fse replaced the 2-way solenoid valve, the diluent pump, a broken wash probe wire, and sample nozzle. Next, he ran four t4 tests using a patient sample to check precision. Results were 6.81, 6.33, 6.70, & 6.50. The customer subsequently recalibrated all assays and ran controls with no further issues. No further action was required by field service. The most probable cause of the reported event was due to a fault/ failure of the 2-way diluent valve.

Event description:
On (B)(6) 2016, the customer reported poor precision results on t4 with their aia-360 analyzer. The customer ran the study using a patient sample and results returned low. She attempted to troubleshoot by performing a decontamination procedure and changing the b/f tip, but the issue did not resolve. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in discrepant patient results. There was no indication of patient intervention or adverse health consequences due to reported event.